Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued for a replacement power cord kit. On (B)(4) 2011, the replacement power cord kit was installed and sys is working properly. Damaged power reel was disposed of and unavailable for return.

Event description:
A registered nurse reported that as he was manipulating the power cord from the reel to the isolation transformer, the stealthstation treon guidance sys powered down and he was unable to power it up again. A medtronic rep instructed the nurse to plug the isolation transformer directly into the wall, and the sys powered up properly. This occurred while setting up for a case without a pt present.